Event description:
The user facility requested an inspection of the scopes as part of preventive maintenance activities. An olympus endoscopy support specialist (ess) visited the customer and noted the insertion tube was buckling at the boot and debris was blocking the opening of the nozzle on one of the evis exera ii colonovideoscopes. No patient involvement was reported. This MDR is being submitted to capture the reportable malfunction of debris blocking the opening of the nozzle.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation and repair to date. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that injection tube or silicone rubber product, etc. Was broken, debris entered a/w channel, and clogged in nozzle. This information is addressed in the instructions for use (IFU): "operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor the field performance of this device.